Event description:
The patient was seen at the implant center for an on-going skin flap infection that had not been resolved. The infection was being treated by the patient's physician. When the implant surgeon examined the patient's ear canal, he observed the positioner protruding through the ear drum. The decision was made to explant to device. The patient was reimplanted with another clarion device.